Event description:
Nurse/rt found pt on ventilator with diaphragmatic, tachypnea and o2 sats of upper 80 -low 90s. Vent appeared to be double stacking breaths. Pt was manually ventilated and vent was replaced with pt immediately returning to baseline.